Event description:
A report was received that the patient was experiencing excruciating pain on the left upper thoracic portion of the spine. The physician did not believed that the pain was device or procedure related. The patient was prescribed pain medication. There will be no further course of action at this time.